Event description:
Reference number (B)(4) event occurred in united arab emirates. It was reported that the patient faced diabetic ketoacidosis due to bent cannula event on (B)(6) 2025 and eventually got hospitalized. The blood glucose level was 480 mg/dl at the time of event and the patient got treated with only insulin. The patient was tested with high ketones. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6008693 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6008693 was packaging according to the wi version 88, in the machine multivac 12, on 15/aug/2024, with a total of (B)(4) units. Welding lot: the lot 4h00499 was manufactured according to the wi version 38, in the machine us05 and us06, on 14/aug/2024, with a total of (B)(4) units. The lot 4h00500 was manufactured according to the wi version 38, in the machine us05, on 14/aug/2024, with a total of (B)(4) units. The lot 4h00501 was manufactured according to the wi version 38, in the machine us05 and us06, on 15/aug/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 09-jul-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6008693 and six other complaints has been registered in database for the same lot and malfunction code. Conclusion for this complaint already have an existing CAPA open for the product and malfunction.